Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after loading a cartridge with approximately 250 units of insulin. Blood glucose level was 220 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.